Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error test. The pump passed all operating currents, tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer's mother that the customer had high blood glucose and a cracked battery cap. When the customer was changing out the battery, they noticed the damage. The customer's blood glucose was 420mg/dl. The customer treated, but unsure for how much. The customer declined high blood glucose troubleshooting. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.